Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported after asked to confirm, they have a dental implant and periodontal disease. Dentist notes provided from a visit from (B)(6) 2024 notes the implant that looks stable and they were in for periodontal maintenance for stage ii grade b perio. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.